Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain. The pump was used to deliver hydromorphone, bupivacaine, and unknown baclofen. It was reported that the patient had their pump filled about 2 weeks prior to this report and the person that filled the pump said to call the manufacturer because her controller was "reading a month past hers". Per the patient, the refill date was not syncing up with what hers had. When asked for clarification, the patient stated that they also tried to use the pump on the night of (B)(6) 2025 and no matter how they positioned, it was still showing "no device found". The patient added that the healthcare provider's (hcp) device showed october and the patient's refill date showed november. Patient services walked the patient through connecting to the pump and the patient saw "no device found" and "no pump response". The patient commented that the pump moved around quite a bit and the patient just saw their doctor because the pump flipped and then flipped back to normal. The patient eventually got through retrieving pump settings and saw the expected refill date as november 5th in therapy details. Patient services reviewed information and redirected to the hcp to further address pump flipping and refill date issues.